Event description:
While retracting the reflexion catheter into the sheath, the proximal electrode became partially separated. Another device from the same model and lot was used to continue the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One 7f reflexion spiral variable radius ep catheter was received for evaluation. Visual inspection revealed electrode 20, along with the distal portion of its uv trim had been displaced from its manufactured position. Electrode 20 had folded onto itself on one side and was touching ring electrode 19. Additional investigation concluded the damage to electrode 20 was due to the variation of the nitinol hoop wire, which determined the location of the ring on the wire in relation to the bend in the shaft. Use of the straightener resulted in dislodgement of the uv trim and electrode from its original placement. As a result of this finding, actions to prevent reoccurrence have been implemented. These actions were implemented after this device was manufactured. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record.